Event description:
It was reported that an unknown patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. It was reported that hemostatic valve was observed folded inside the hub. After the vizigo was put into the body, the physician prepared to implant the st, but he found few drops of blood had dripped from the entrance of the st catheter. So the physician didn't insert the st. He withdrew the vizigo out of the body immediately. They changed to a new vizigo to complete the procedure without any problem. There was not any impact to patient. The hemostatic valve was just leaking; it was not broken. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device investigation details: according to the video provided by the customer, the vizigo device was observed with water leakage at the hub. A device history record review was performed for the finished device 50000048 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jun-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. The previously submitted video investigation results are all that is available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-aug-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. Device evaluation details. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no issues were observed. A video was received and water leakage from the hub area of the device can be observed, however, this failure could not be replicated during the product analysis. A device history record review was performed for the finished device 50000048 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).